Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring went missing during use. Looked for it by rolling leg and did an x-ray. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle as well as on the shaft and c-ring. The c-ring was observed to be intact with no part of the c-ring missing, no visual defects were observed. The scope wash tubing as well as the distal insufflation connector was observed to be intact and attached to the cannula handle. A mechanical evaluation was conducted. The c-ring was extended and retracted and there were no visual defects observed. Based on the return condition of the device, the reported failure "missing component" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring went missing during use. Looked for it by rolling leg and did an x-ray. A replacement device was used to complete the procedure. The hospital did not report any patient effects.